Event description:
It was reported that 40 inch ext w/2 vlv ports were clogged and leaking. The following information was provided by the initial reporter: a detailed description will be confirmed by the customer shortly. Various scenarios occurred. Customer is suggesting there are a few different scenarios occurring with the smartsites either not flushing otherwise leaking. One smartsite seems oval shaped. The customer was unable to provide me a detailed description now, however is asking an anesthetist to submit to bd. I will update pir when this is available.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/18/2020. H.6. Investigation: two 30262e-0006 samples from lot 20075632 were received for investigation; one sample with residual fluid without packaging, and another sample in opened packaging and the protective caps in place. Additionally a 10 ml terumo syringe was received connected to the female luer component of the sample received without packaging to assist the investigation. A visual inspection of the sample received with residual fluid identified both smartsite components to be oval in shape. Leakage was identified from both oval shaped smartsite components after a flush through confirming the customer's experience. The sample received in opened packaging was subjected to visual and functional testing; no damage, occlusion or leakage was identified during testing of the second sample. A review of the production records for lot 20075632 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer's experience of occlusion was not replicated in this instance and therefore a definitive root cause for the reported occlusion could not be determined. The cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 20075211. This does not match the catalog number provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 40 inch ext w/2 vlv ports were clogged and leaking. The following information was provided by the initial reporter: a detailed description will be confirmed by the customer shortly. Various scenarios occurred. Customer is suggesting there are a few different scenarios occurring with the smartsites either not flushing otherwise leaking. One smartsite seems oval shaped. The customer was unable to provide me a detailed description now, however is asking an anesthetist to submit to bd. I will update pir when this is available.